Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device gave a primary audible alarm post and background test. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the battery was missing, the bottom case was cracked by the l bracket and the front side. A review of the event history log identified primary audible alarm post and primary audible alarm background (bgnd) test. During functional testing the reported issue was unable to be duplicated. The root cause of the issue was unable to be determined. A corrective and preventative action has been opened to address the reported issue. Replaced speaker as preventive measure and performed power up process, preventative maintenance, occlusion test and all functional tests which passed.

Event description:
Additional information received: the failure occurred during set up. It was not connected to the patient.